Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that their consignment mod endo came through the wash and the handles (straight and curved) did not appear to have been used today however there was quite a bit of black debris coming out of the instrument. I did an atp test on both the surface and water (irrigated it with sterile water with a syringe in a sterile cup). There was dark colored debris floating in the water after just 15ml of sterile water irrigated in the ball bearings (see video). The atp results were within safe range (see below), probably because it had already been sterilized. I took both the straight and curved handles out of that and instructed night crew to put up with them missing for back up. No surgical delay. No broken pieces of instrumentation left in patient.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.